Event description:
Database report of broken sign nail. Cause of the breakage was that the patient took a fall on a long standing nonunion. This caused a new fracture at the site of the nonunion. No indication of product defect.